Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd¿ insulin syringe with ultra-fine¿ needle pierced the needle cover, this constitutes a breach in the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe. Customer states that the needle was through the cover and exposed and the needle stabbed the nurses¿ finger. The returned syringe was examined and exhibited the cannula through the shield, exposing the cannula. This could cause a needle stick. Sample will be forwarded to manufacturing (holdrege) on 14sep2018 for further review. On 17sep2018, holdrege received one (1) loose 1ml, 12.7mm syringe with partial shelf carton from batch# 7058711. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation at bd (B)(4) were noted. The shield on the returned sample was removed and the interior of the shield inspected; no additional damage other than the single piercing through the shield was noted. The cannula was examined under 4x magnification and noted some damage along the exterior surface, though the etiology is unable to be determined at this time. The barrel was inspected for any signs of damage or bowing; none was noted at the time of this evaluation. Probable root cause is likely to be a misalignment on the pils (point inspect lube shield) equipment, which affixes the shield onto the syringe barrel. When this type of event occurs, the cannula can easily pass through the shield wall and become exposed, missing detection. This result would greatly increase the chance of a needle stick injury occurring. CAPA (B)(4) was initiated by the holdrege plant to address needle through shield complaints on 1ml production lines, and their associated root cause(s). Batch# 7058711 was manufactured prior to initiation of this CAPA. Based on the above, no CAPA is required at this time. A review of the device history record was completed for batch # 7058711. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle stick before use and needle through shield on lot # 7058711. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle on a bd¿ insulin syringe with ultra-fine¿ needle pierced the needle cover, this constitutes a breach in the sterile barrier. No serious injury or medical intervention was reported.